Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 31 cm distal to the df4 connector pin. The proximal fragment was received for analysis. The distal fragment including the rv shock coil and lead tip was not returned. The analysis demonstrated between 29 cm and 31 cm distal to the df4 connector pin that the insulation was found squeezed and damaged, which is assumed to be the root cause of the clinical observations. The insulation damage in the suture sleeve region was consistent with a crushing type of movement. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first rib region. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 17 months, oversensing on the ventricular channel was observed via homemonitoring. The lead was explanted.